Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the patient reported that the rechargeable battery became hot. The device has been requested to be removed from service and shipped to the manufacturer for analysis. A replacement battery has been sent to the patient. No patient injury was reported.

Manufacturer narrative:
This device is not available for analysis. (B)(4).